Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number 3002808486-2019-01669. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, 70% possibility of removal, pain, depression, anxiety, adhd, limited physical activity. The reported allegations have been further investigated based on the information provided to date.filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported 70% possibility of removal, pain, depression, anxiety, adhd, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Lot number is unknown however, the device is manufactured and inspected according to current control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the left common femoral vein due to deep vein thrombosis (dvt). The patient also had an atrium icast stent placed (B)(6) 2014 to open the vein. Patient is alleging tilt and 70% possibility of removal. The patient further alleges chest pain, difficulty riding horses and bikes, pain, depression, anxiety and adhd.